Event description:
Blood transfusion had been started in the 1800 hour, and was infusing during bssr [bedside shift report]. Staff noted blood drips in chamber at regular intervals. The rate was set at 150 ml/hr. However, when the 4 hour time limit (2230) was approaching, the bag was only approximately half empty. The clamp to the blood line was fully open and the clamp to the ns [normal saline] was fully closed. The ns bag was more than half empty, and the blood looked thinner and much paler than is normal for a unit of prbc [packed red blood cells].